Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc concluded that this phenomenon was attributed to the capacitor failure on the converter board due to an overcurrent flow which was occurred by connection to a high-voltage power supply exceeding 220v. The connection to a high-voltage power supply exceeding 220v had been caused by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was an explosion on a brand new subject device during the preparation for use after the installation by the user. The user electrician plugged in the subject device to 380 v outlet made this explosion. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and found that the capacitor on the converter board was deformed and swelled, also damaged. (B)(4) engineer surmised that this phenomenon might be occurred due to the connection of the subject device to the high voltage power supply over 220 v. There was no patient and/or physician injury associated with this report.